Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. During the device analysis, a proxy guidewire was successfully inserted through the sheath of the device; therefore, the reported failure to backload the device over the guidewire could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to backload the device over the guidewire incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a coronary stenting procedure. Reportedly, the proglide device would not advance on the guide wire. The tissue tract was enlarged, but the proglide device would not advance over the wire. A non-abbott device and manual compression were used to achieve hemostasis. There was no reported adverse patient sequela. There was a greater than 20 minute delay in the procedure due to the use of manual arterial compression to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.